Manufacturer narrative:
Continuation of concomitant products: vedr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient c omplications have been reported as a result of this event.